Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm inspected the connection and found that the internal mechanism had been broken and jammed. To address the issue the stm replaced the front end board and then completed a full calibration. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during set up of the cardiosave intra-aortic balloon pump (iabp), the end user notice that ECG port was damaged. There was no patient involvement, thus no adverse event was reported.